Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was not feeling any stimulation and had gone to the highest setting. The patient noted that she was scared to go to another program because it shocked her before but it didn't shock her this time. It was noted that the ins moved around like a marble and after getting it replaced she felt stimulation the first couple weeks but then didn't feel it anymore. The patient mentioned that she didn't have any irritable bowel or any accidents until (B)(6) 2018. The patient also indicated that she had a lot of pain on the tailbone and she had sciatica. Troubleshooting attempts were made and the patient programmer showed stimulation was on program 4 at 1.0 volts. The patient increased all the way to 8.0 volts on program 4 and felt nothing. The patient went to program 1 and increased to 7.0 and didn't feel anything. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated. (B)(4).